Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said the implantable neurostimulator (ins) had a staph infection on it when it was implanted which led to have 911 brain surgery to have everything removed. The circumstances that led to the ins being too big in the patient's chest was new old ins was the manufacturing company stopped manufacturing the ins that was required so it had to be "piggy backed. The whole ins was the size of a c cup." The ins being too big issue has not been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a "piggyback system" in their chest because they had 2 electrodes and the ins only had one port. The patient stated they had a "softball" in their chest and they couldn't put deodorant on their right arm because they couldn't move their arm far due to the ins in their chest. They were told that medtronic no longer produces the power pack that had 2 leads going into it and they only made the one with 1 lead now. The patient asked "why it was so think?". The patient was told they had to do a piggyback to get 2 ports into that and that would go into the 1port on the ins. They were to have another surgery done to take all the wires down to 1 wire and only have 1 wire instead of 2. No further complications were reported as a result of this event. Additional information was received from the patient reporting that they talked to their managing healthcare provider (hcp), who told them that if they wanted to get rid of the bulky, big area on their chest, they would have to undergo another lead surgery. The patient reported that they didn't want to have to do that because they have already had one lead surgery, and then clarified that they were willing to undergo a battery replacement surgery but not a brain surgery. No further patient complications have been reported as a result of this event.